Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was unable to walk and had increased pain after the implant procedure. As a consequence, the device was explanted. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient has recovered without sequelae.